Event description:
Complainant alleged that after delivering one shock to a eighty yr old female pt with electrodes, the device displayed a dotted baseline. A second set of pads were then used and four more shocks were delivered. Complainant indicated that the pt subsequently expired.